Event description:
Per study "the clinic does have data, son states that they had hospice with patient at the time of death. They were told that his heart was weak and it was probably due to heart failure."